Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer received an alarm on the insulin pump, indicating that the force sensor system had been compromised. The drive support cap appeared normal. Customer's blood glucose was reportedly stable, but specific level was not provided. The customer did not agree to return the device for analysis.